Event description:
It was reported that the external pulse generator had a cracked lower casing and bail assembly. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the lower case, upper case and ring bail cover were broken, that the battery drawer and one side bail cover were contaminated and that one side bail cover, side bail and one case screw were missing. It was noted that the interconnect flex was replaced as a preventive. All affected parts were replaced. (B)(4).